Event description:
Medtronic received information regarding a navigation device used during a functional endoscopic sinus surgery (fess). It was reported that field accuracy was checked =0.4mm on the patient tracker with flat emitter. After navigation was abandoned, the system was left turned on. The issue was reproducible after the surgical intervention. It was reproduced with several CT exams and was not linked to any particular exam. When the patient tracker was moved, the marker in the tracking window (bottom right side) only moved after 1-2 seconds, whereas it normally followed in real time movement. This was noticed during troubleshooting. No error messages were shown and all ports in the interface were tried, which all produced the same result and the same error. Upon re-boot of the system, a registration could be done normally and the system seemed to work normally thereafter. Navigation and imaging were aborted. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient. The probable cause of the reported issue is that the site thinks that the problem is linked to the cache or ram memory problems in the computer. It was stated that they have sometimes waited excessively for the system to generate the registration model, both initially and when editing. They have to re-boot the system in order to use it for a second patient. This is a quick fix and not the final correction of the problem. There was an inaccuracy of about 20 millimeters. The site tried to correct the problems during the procedure, but did not manage to get the system working correctly. The system was left running and the same problems were confirmed with a dummy procedure. Registration could not be performed. At first registration, the system confirmed good accuracy. The manufacturer representative stated that the registration precision was around 1.5mm, but when using this registration for navigation, the health care professional confirmed that real precision was off by around 20 millimeters. At first registration was done and showed a good result, which was not confirmed by navigation activity. The attempt to re-do a new registration could not be performed. The system did not allow the activation of the registration procedure. The probe was recognized and confirmed, but the registration procedure could not be started.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9733752, serial/lot #: (B)(4); product ID: 9736425, version #: 2.0.2;product ID: 9736217r; no parts have been received by the manufacturer for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10 updated: lot number of the 9736217r is 7-2390204. H3. Hardware analysis of 9736217r (lot #7-2390204) determined that the computer boots normally to the stealthadmin and stealth home screen with a known good ssd. Touch screen functioned normally without failure. Fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The site was not able to get an accurate registration.

Manufacturer narrative:
H2) additional information was added to the event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: concomitant product 9736226 software version # updated to 1.3.2. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9736217r, and lot/serial #: (B)(6). H3) the computer was returned to the manufacture for analysis. After functional testing and visual/physical examination the reported issue was confirmed. The reported problem could not be duplicated but the system did not boot up on a known good ssd. An electrical issue was observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.